Manufacturer narrative:
Citation: nitta k, et al. Impact of prosthesis-patient mismatch after transcatheter aortic valve replacement on changes in cardiac sympathetic nervous function. Int heart j. 2020 nov 28;61(6):1188-1195. Doi: 10.1536/ihj.20-381. Epub 2020 nov 13. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of prosthesis-patient mismatch after transcatheter aortic valve replacement (tavr) on cardiac sympathetic nervous activity using 123i-metaiodobenzylguanidine myocardial scintigraphy. All data was retrospectively collected from a single center between february 2016 and may 2019. Of the 44 patients included in the study population (predominantly female, mean age 84 years), 12 patients underwent tavr with the medtronic evolut r. No unique device identifier numbers were provided. Six patients were excluded from the study analysis because they required permanent pacemaker implantation after tavr. Evolut r may have been associated with these adverse events. Prosthesis-patient mismatch was observed in one evolut r patient. In addition, high peak pressure gradient (more than 20 mmhg) was noted in patients with and without prosthesis-patient mismatch. No treatment or intervention was reported to have been performed for any of the observed cases of prosthesis-patient mismatch. No additional adverse patient effects or product performance issues were reported.